Event description:
The customer tested his blood glucose using his 2 contour meters and received readings of 48 and 177 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. No product will be returned for evaluation.